Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument tip wire broke. The instrument was handled according to the reprocessing instructions. There is 1 life left on the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that there were no problems with opening and closing the instrument. Immediately upon discovering during the operation that the tool was damaged, the tool was replaced and the operation was completed with a backup tool. There were no problems with left-right movement of the instrument and no problems with wrist movement. The reporter was not able to answer as they did not have the image documentation back. The instrument was already out of the hospital in the complaint process. There was no record or photo of the damaged instrument taken of the operation.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.